Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the configuration file was corrupt. The configuration file was restored with a backup and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) was not fully booting because the motion bar was stuck on scrolling. This issue was noted outside of a procedure, and there was no patient involvement.